Event description:
No additional event information available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device red cord attached to the tourniquet does not inflate and blue cord makes a loud humming sound and does not hold pressure exactly at 250mmhg. The event occurred during surgery. There was no harm and no delay reported and used a different unit. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device history record for ats 4000 tourniquet system serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. On 5 february 2019, it was reported from (B)(6) medical center that the red side of the device does not inflate and that the blue cord side makes a loud humming sound and does not hold pressure at 250 mmhg. The customer returned an ats 4000 tourniquet system, serial number (B)(4), for evaluation. Evaluation of the device was performed on 8 march 2019 and the technician noted that he was unable to reproduce the reported issues and that the device functioned as intended. The rf label was found to be missing and the device had an older version of software installed. Repair of the device occurred the same day and involved placing the rf label on the device and updating the software to the most current version. The technician then tested and verified that the device was functioning as intended and the tourniquet system was returned to the customer without further incident. The device was tested, inspected, and repaired. Reference number (B)(4) dated 5 february 2019. The service technician was unable to reproduce the reported issues during inspection of the device. Therefore, a specific root cause of the reported issues cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.